Event description:
It was reported that a sterility issue occurred. An encore 26 inflation device was selected for use during an endovascular procedure. Prior to procedure, it was noted that the protective paper covering the inner tray of the device is difficult to tear. There was no visible damaging to the packaging, however the sterility of the device was compromised. The device was not used during the procedure. The procedure was completed with an alternate device with no reported patient complications.

Manufacturer narrative:
Correction: h6 component codes and evaluation result codes. Manufacturer media review: the provided media shows that the pouch of the inner tray was difficult to remove confirming the reported event.

Event description:
It was reported that a sterility issue occurred. An encore 26 inflation device was selected for use during an endovascular procedure. Prior to procedure, it was noted that the protective paper covering the inner tray of the device is difficult to tear. There was no visible damaging to the packaging, however the sterility of the device was compromised. The device was not used during the procedure. The procedure was completed with an alternate device with no reported patient complications.

Manufacturer narrative:
Manufacturer media review: the provided media shows that the pouch of the inner tray was difficult to remove confirming the reported event.

Event description:
It was reported that a sterility issue occurred. An encore 26 inflation device was selected for use during an endovascular procedure. Prior to procedure, it was noted that the protective paper covering the inner tray of the device is difficult to tear. There was no visible damaging to the packaging, however the sterility of the device was compromised. The device was not used during the procedure. The procedure was completed with an alternate device with no reported patient complications.